Event description:
A surgeon reported leakage from the drain bag during priming. There was no pt involvement.

Manufacturer narrative:
No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. The customer's complaint history was reviewed for the last twelve months; this is the second complaint of this nature reported by this account. As the customer did not retain the lot number, the lot history could not be reviewed. (B)(4).